Event description:
Customer reported a current low blood glucose level with unspecified values, indicated only as "low". Cause was not known. Customer consumed carbohydrates to address the low glucose level. Control-iq feature was active. Correct personal settings and no further assistance were required, but customer proceeded with a supplies/system check. No further assistance required